Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found bubbles in the buffer syringe. The fse replaced the buffer syringe and the buffer valve to resolve the issue. The fse performed calibration and quality control (qc), which all passed. Pt. Info.: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na) and potassium (k) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.